Event description:
It was reported that during initial interrogation and programming prior to implant, the implantable cardiac monitor (icm) had bluetooth low energy (ble) telemetry issue. The icm was not used. No patient was involved.